Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital rep that the patient experienced respiratory distress and cognitive changes. This was noted as a reoccurring condition. The patient was trached at the nursing home and was breathing room air. The patient was readmitted to the hosp and placed on mechanical ventilatory support via the trach. The cause of the respiratory distress and cognitive changes were not identified. No pump related anomalies were noted as the pump functioned normally.

Manufacturer narrative:
Based on the information available to the manufacturer, a specific cause for the reported respiratory distress, and a correlation to the device could not conclusively be determined. However respiratory failure is listed in the device¿s approved labeling as an adverse event that my be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The vad coordinator did not believe the event was related to the pump as it was operating as intended. The patient remained ongoing on vad support until they expired on (B)(6) 2013 due to a cerebral hemorrhage. The pump was not explanted and is not available for investigation.